Event description:
On (B)(6) 2026, a patient underwent a dialysis catheter placement procedure using the hemostar hemodialysis catheter. During the procedure, the tunneller allegedly broke off into pieces whilst on the patient. And half of the tunneller was easily removed from the surgical site. However, the other half of the metal component of the tunneller remained in site. The current status of the patient was unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. However, the return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.